Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found broken connector pins on the cable assembly. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator recharger (insr) wasn't charging and the difficulty charging was noticed for the past week prior to the report. The connector was broken and it was recommended to look inside to try and get the metal piece out. It was noted the patient's implantable neurostimulator (ins) battery had been dead for one day since they couldn't recharge. No patient harm was reported. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.